Event description:
It was reported that on (b)(6)2026 a "spark from "[the defibrillator]" pad occurred "[and]" flame"[s]" from "[the]" pathway from "[the]" defibrillator pad to chest hair occurred."

Manufacturer narrative:
It was reported that on (b)(6) 2026 a "spark from "[the defibrillator]" pad occurred "[and]" flame"[s]" from "[the]" pathway from "[the]" defibrillator pad to chest hair occurred." Per the customer, the patient arrived at the emergency department by ambulance from a skilled nursing facility "obtunded/unresponsive" in cardiac arrest and PEA (pulseless electrical activity). The customer reported that the patient was intubated and went into "ventricular fibrillation." The customer stated that a "Stryker LIFEPACK 35" was connected to the defibrillation electrode pads and one shock was delivered at "360 joules" resulting in a fire. Per the customer, the pad placement area was "shaved," the pads were not moved after placement, and the pads were in place for "a few minutes" prior to the shock being delivered. The customer said a bag-valve-mask that was "connected to oxygen" was "near the patient's left side" on the gurney. The customer stated that the fire was extinguished with a fire extinguisher and "patient treatment continued." Per the customer, the patient sustained burns to the "chest, neck, left arm, and left flank" and "no specific burn treatment" was given. The customer reported that the patient expired the same day after being transferred to the ICU, "likely due to medical condition." It has been determined that the reported event caused or contributed to a death. Based on the information reviewed, this is a reportable event as defined under 21 CFR 803.3.